Event description:
Blood glucose measured hi back to back with a result of 146 mg/dl performed within 2minutes of each other. Reporter stated no actions were taken no treatment was received as a result. A request was made for the return of th suspect product and replacement product was sent.